Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen. Upon further examination of the interior of the unit, there was corrosion on pcb1 particularly around the battery connectors, on some components located underneath pcb2, and on the back of the lcd screen. Unable to perform the displacement, and self tests due to the critical pump error. Unit received has a crack on the battery tube which extends to the top where the battery threads are located. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had unresponsive keypad. The customer¿s blood glucose level was 11 mmol/l at the time of the incident. Insulin pump was exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.